Event description:
It was reported to olympus that the hd camera head is intermittently losing the image like there is a loose cable or connection. There were no reported of patient harm, death, or injuries related to this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the reported event due to a puncture on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.